Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The target lesion was not tortuous nor calcified which was located in the superficial femoral artery. The f/g sterling otw 6.0 x 100/135 was inflated and on the second inflation ruptured at eight atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).